Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim it was reported that the therapy had been off for a while and they had not been able to get it to turn back on. Recharger was able to connect to implant and show 80%, excellent connection, therapy off. The patient opened to therapy app and communicator. Caller was able to communicate with implant and turn it on. Caller observed a por. Patient services explained if the battery depletes, it is a manual process to turn therapy back on after recharging. The caller noted that they had been complaining previously about therapy not working and they went to see the healthcare provider (hcp) and the manufacturer representative (rep) in december and it was determined that the therapy had been turned off and it was turned back on. The issue was resolved through troubleshooting. The caller noted that they can feel the stimulation but they feel it in a slightly different spot.